Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer noted a broken wire on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Additional observation not reported by site was corroded clamping pulleys. Upon initial inspection, roll axis had above average of friction. The housing was removed to check roll axis bearings. The bearings rotated properly. All clamping pulleys exhibited excessive amount of white residue around the cable grooves. Engineering concluded that the residue buildup was most likely due to improper cleaning. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.